Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured. Outer tubing overlay breached cut. Cuts in the anchoring sleeve matched the cut on the outer tubing. The helix is distorted/bent and has blood in/on mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead had high threshold, high impedance along with noise on the rv sense/pace channel, no capture, and an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.